Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-nov-2015, an fse visited the customer facilities and replaced the hand held barcode reader. Regarding the intermittent mixer errors, the fse cleaned and lubricated the stc mixer, reseated the cables, performed the required alignments for stc mixer and the hybrid arm to stc lane. The fse then ran controls without obtaining errors. The instrument was left working as intended. No further actions were required by field service. The most probable cause of the reported event was failure of the hand held barcode reader and stc mixer needing cleaning and lubrication.

Event description:
On (B)(6) 2015, a customer reported that the hand held bar code reader of their aia-2000 analyzer was not working and that they were obtaining intermittent stc lane mixer errors. The customer was unable to run afp and lh-ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp and lh-ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.